Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Review of stored episodes of atrial tachy response showed that two of the episodes were the result of farfield r-wave oversensing. Further review of the programmed parameters was recommended. The pacemaker remains in service.